Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed which revealed the left ventricular (lv) lead was dislodged. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgment. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.